Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, once the cartridge was mounted on the stapler it did not open or close the jaws of the cartridge, they changed the stapler to perform another test and even then it was not possible to use it due to the failure. They took another cartridge to complete the case. There was no patient injury.